Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint receiver was visually inspected and no defect was found. Evaluation of the returned receiver and review of data log confirmed the reported permanent loss of antenna.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.